Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of controller fault alarms was confirmed, however the reported event of heartmate 3 system controller (B)(6) being warm to the touch and frozen buttons was unable to be confirmed. The returned system controller underwent preliminary and was unable to pass. The controller was connected to a mock loop, patient cable, system monitor, and power module. Communication to the system monitor was not established. The log file was unable to be downloaded from the controller for review. The controller powered on and presented a controller fault alarm confirming the reported event. The system controller was then disassembled to inspect the inner components of the controller and revealed green viscous-like fluid throughout the inner components of the system controller. The observed fluid ingress is consistent with the observed and reported alarm as well as the reported higher temperatures of the controller as well as the button functionality. Due to the extent of the fluid ingress damage, no further testing was performed. Provided information revealed that the controller was exchanged and the reported alarms resolved. The root cause for the reported event was determined to be fluid ingress, however, the root cause of the fluid ingress was unable to be determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that at around 8pm on 9dec, the patient was laying down watching tv when their left ventricular assist device (lvad) started to alarm persistently. The lvad team was contacted, and patient was unable to describe alarm aside from stating it told them to call the hospital. It was attempted to switch power sources, but the alarm could not be silenced. The patient presented to the emergency room (ER) where it was noted that the system controller was warm to touch and alarmed "controller fault alarm". All buttons were frozen on this screen. The patient's controller was exchanged for the patient's back up controller with resolution of these alarms. Log files were unable to be obtained, and the exchanged controller is returning.